Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 1: initial result 38.1, repeat 30.4. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 2: initial result 35.2, repeat 28.0. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 6: initial result 38.5, repeat 29.8. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 7: initial result 35.8, repeat 27.4. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 8: initial result 37.8, repeat 29.1. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 10: initial result 34.3, repeat 25.7. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 12: initial result 35.5, repeat 27.1. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 4: initial result 34.3, repeat 26.6. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 5: initial result 36.3, repeat 27.8. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 9: initial result 35.2, repeat 27. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 11: initial result 39.7, repeat 31.2. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 13: initial result 37.7, repeat 29.3. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.

Event description:
When customer reviewed daily report from previous day, she found erroneously high bicarbonate results for 15 of her pts so she repeated the samples on the same instrument after cleaning probes manually, deproteinizing probes, cleaning wash station and recalibration. Thirteen examples were provided. All results are in mmol/l. Sample 3: initial result 36.8, repeat 29.4. Erroneous results were reported. Pts were not adversely affected. The field service rep determined the dosage syringe tips were worn and replaced them along with the sample probes. Performance tests were performed which were within specification.